Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was intermittently difficult to wake despite the sleep/wake button being functional, with the user noting similar touch responsiveness issues on her phone and reporting rough, dry fingertips and poor circulation. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms, no medical intervention, and continued device operation. Investigation included troubleshooting, user education on potential touch interference, and recommendations to use alternate fingers or parts of the finger. Investigation of this case revealed a touchscreen responsiveness issue likely related to user-specific fingertip condition rather than a hardware failure, with normal device charging and functionality otherwise. It was concluded, based on previously established findings for similar reports, that the cause was user interaction characteristics affecting capacitive touch recognition.